Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up. Upon interrogation, the implantable cardioverter defibrillator was in backup vvi mode. A device download was performed successfully. The patient remained stable before, during, and after the device interrogation and would continue to be monitored.